Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.